Manufacturer narrative:
Product complaint # (B)(4). This medwatch report is in response to receipt of maude event report 5145228. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent suturing of a hand laceration in the emergency department on (B)(6) 2023 and suture was used. During the procedure, the defected suture detached from the suture and was unable to be retrieved after multiple attempts. Patient was admitted for surgery to remove the defected suture. No additional information was provided.